Event description:
Had a total knee replacement in (B)(6) 2016 with no problem. Approx 2 years later (in 2018) knee started swelling and knee getting stiffer. Went back to surgeon who advised he had noticed some problem with the device he used in my knee since my problem was not that severe. He advised to wait and see. Knee kept getting worse, went back to surgeon in (B)(6) 2019; surgeon advised he had 27 failures of this device (exactech logic) only way to determine definite failure was with a nuclear test using radiated dye. This was done in (B)(6) 2019, results of that test showed device failure. I was then sent to a specialist in (B)(6), he advised I needed a knee replacement revision or run the risk of a femur break. I had the surgery in (B)(6) 2019. I have learned that of 500 of this particular device used by my original surgeon 30 (6%) have failed thus far. I was told that the problem was that the plastic in the device was breaking down. I have the plastic from the device, the dr said it looked 20 years old not 3. FDA safety report ID# (B)(4).